Event description:
The reporter called and indicated that the output current measures 6.0 v when the device is programmed to 3.5v. The reporter also indicated which was difficult to obtain. He received a noise message which occurred after the lead connection. Finally, itp worked with no other problems.